Event description:
User received a low sodium result that repeated higher for one patient plasma sample. Initial result gave 122 meq/l. The user questioned the result and repeated the sample twice giving 133 meq/l each time. The final result was reported. Next day, the same sample was repeated giving 138 meq/l. A serum sample drawn from the patient at the same time as the plasma sample was tested giving a sodium result of 138 meq/l. User sent a corrected report for sodium result of 138 meq/l. The physician did not take any action based on the initial result reported, and there was no adverse impact for the patient. Although an exact cause could not be verified, the field service representative noted the mix and dry pressures were out of specification and adjusted mix and dry pressures. Performance tests were performed.